Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the laser fiber broke inside the package. There were no serious injury nor adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.

Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. (B)(4). The fiber was returned broken into two pieces. The first piece measured approximately 242.5 cm from the top of the connector to the break. The second piece measured approximately 34.5 cm from the break which includes a portion of the distal tip. Exposed glass portion measured approximately 0.1 cm. The pattern on the tip face was consistent with a fracture. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the laser fiber broke inside the package. There were no serious injury nor adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.